Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the blender does not turn and is stuck on 21% oxygen (o2) on the avea ventilator. This event was noticed during the facility's annual service. The customer stated there was no patient involvement associated with this event. The customer is currently waiting for gas delivery engine (gde) component to be delivered.